Event description:
It was reported that the customer received an off no power alarm, as well as a failed battery test. Customer's blood glucose level at the time 147mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no battery alarms were noted. However, a corroded battery tube was noted. The insulin pump was also received with a stripped battery cap coin slot, a cracked case at the reservoir tube window corners, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.